Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267 alarm, which occurred on the homechoice (hc) during use, during dwell 1 of 4. The home patient (hp) said that during the previous therapy a supply bag fell, disconnected and the machine alarmed se 2267. Per the hp the last fill volume (lfv) equaled 0ml and the hp was setting up with new supplies. They wanted to do an initial drain and would disconnect. The baxter technical service representative (tsr) explained and advised them to let the registered nurse (rn) know about the alarm.the solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was supply bag fell and disconnected.